Event description:
The report received from the affiliate indicates that the male portion of the catheter extension connector breaks off during attempts to attach the catheter extension to an unknown device. The entire connector did not break off, only the small piece that makes the connector a male broke off and separated. This small piece along with the catheter extension will be returned. There was no report of patient injury. Another catheter extension was used successfully. Patient and procedural information has been requested but has not yet been forthcoming.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14064403 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Zero units were rejected during the final assembly of this lot. No issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 14064403. The operator qualification records for 100% inspection, according to (B)(4): 10 were reviewed. The operators that performed this operation were qualified on the appropriate manufacturing work instruction revision at the time of the lot manufacturing.